Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the ventilator was alarming "vent inop" upon start up, and determined that the gas delivery engine (gde) has failed. The gde was replaced and the device was tested to manufacturer specifications, resolving the reported issue and retuning the device to the customer. The suspect gde was returned to carefusion for further analysis. Analysis is currently pending and once complete, a supplemental report will be submitted.

Event description:
The customer reported that the ventilator was alarming "vent inop". The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue. The unit operates normal with no vent inop alarms or malfunctions.